Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. The rv his bundle lead was capped and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead was implanted on (B)(6) 2018, evolutr-34-us transcatheter valve was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.